Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer did not troubleshoot for high blood glucose reading. Customer was complaining about her insulin pump not being programmed. Customer healthcare provider assisted them programming the insulin pump. The insulin pump was a replacement. The customer was annoyed so he hanged up. Current blood glucose reading was unavailable. Customer said she resolved the issue with a needle. The insulin pump was of the whole day. Insulin pump will not be returning for analysis.